Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; (B)(4) inratio: 5.3; patient's inratio: 4.2. Pt's target therapeutic range is 2.0-3.0. Pt's coumadin was held due to high inr results. Tests were also done on nurses who are not on coumadin and the results were as expected.

Manufacturer narrative:
Pending.